Manufacturer narrative:
Corrected data: section a2 - patient age corrected. Manufacturer's investigation conclusion: the reported events of the 11v backup battery (serial number: (B)(6) being unable to properly charge and causing an alarm on the hearmate 3 system controller (serial number: unknown) were not able to be confirmed. Multiple attempts were made to obtain additional information including log files, the serial number of the affected controller, and information related to potential return of product; however, no response was received. To date, no products have returned for analysis under this event. The root causes of the reported charging issue and alarm could not be conclusively determined through this analysis. The device history records of the system controller could not be reviewed, as the serial number of the controller was not provided. The initial testing records of the 11v backup battery (B)(6) were reviewed, and it was found that the battery passed. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to properly perform a system controller exchange. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the emergency backup battery (ebb) (serial number (B)(6)) was not charging and was alarming. A replacement was requested.

Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.